Manufacturer narrative:
Other: height adjustment racks.

Event description:
It was reported by service report that the cot would not raise or lower due to bent height adjustment racks. No patient involvement or adverse consequences are reported.